Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that one year postop, the stem broke while the pt was walking without crutches. The pt was revised.